Event description:
The patient reported that their battery is at 8-15 percent and in march she experienced two seizures which is atypical for her. No other relevant information has been received to date.